Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leak past 1st o-ring. Customer's blood glucose level was unknown at the time of incident. Customer stated that there was an air bubble in the reservoir that is expanding during filling. The reservoir will not be returned for analysis.